Event description:
It was found that the cot was unable to reach full load height due to broken half shell leg bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.